Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device product ID 309201 lot# serial# unknown implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient's spouse noted it looked like the patient's leads were coming out.